Manufacturer narrative:
Conclusion the linkassist (serial no. (B)(4)) meets the specifications. Result the problem mentioned by the customer could not be reproduced. The device were optically and technically controlled and passed all the tests. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2013, a patient reported that the locking and safety mechanism on her insertion device was not functioning and the device was releasing unintentionally. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insertion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.